Event description:
Medline syringes demonstrated pump incompatibility when placed on syringe pumps. We received reports from our clinicians that when the medline syringes are placed on infusion pumps they do not consistently register. Our clinician place a syringe on a pump and the pump read monoject. When the same syringe was removed and placed back on the pump, they pump was unable to recognize the syringe. This has occurred with several lots of medline syringes. We reported the issue to medline, but they have not been able to identify the source of the issue. We have had to pull all medline syringes from procedural areas where medication pumps are used.